Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reached an eri (elective replacement indicator) battery status in 38.6 months. The patient's family is questioning the longevity of the ICD.